Event description:
It was reported that the collar was fractured and intervention was required to remove it. The more than 95% stenosed target lesion was located in the middle left anterior descending artery. A 5-in-6 guidezilla guide extension catheter was selected for use in a vascular occlusion percutaneous coronary intervention. During procedure, it was noted that the collar was fractured when advancing the stent. The guidezilla was retrieved from the lesion using a balloon. However, it was further reported that the stent failed to advance through the guidezilla due to the fracture and was not embolized. Then, the stent was removed and not deployed due to the guidezilla fracture. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft at the collar, with the ptfe fully pulled out from the collar, and there was a kink in the hypotube located 14.5cm from the strain relief. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the collar was fractured and intervention was required to remove it. The more than 95% stenosed target lesion was located in the middle left anterior descending artery. A 5-in-6 guidezilla guide extension catheter was selected for use in a vascular occlusion percutaneous coronary intervention. During procedure, it was noted that the collar was fractured when advancing the stent. The guidezilla was retrieved from the lesion using a balloon. However, it was further reported that the stent failed to advance through the guidezilla due to the fracture and was not embolized. Then, the stent was removed and not deployed due to the guidezilla fracture. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.